Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence/urinary/bowel dysfunction it was reported that " they noticed about a week ago, at the end of (B)(6), patient's device stopped working, and the screen showed the end of service message but they were told it should last 5 years but it only lasted 3. Reviewed eos and redirected to their doctor. Reviewed interstim battery longevity information and the option of the rechargeable interstim device. Offered and sent email with micro handbook.